Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had recorded an out of range hv lead impedance measurement. The patient presented to the clinic and repeated tested was performed on the impedance through the programmer. The rv-svc vector had low measurements. Other electrical values for rv capture, sensing and pacing lead impedance were stable and in-range and noise was not present with isometrics. Programming changes were made. Patient will continue to be monitored via merlin.net.